Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found.

Event description:
It was reported that during injection with bd micro-fine¿+ pen needles insulin was unable to be delivered. The following information was provided by the initial reporter, translated from chinese to english: during the injection of insulin, the patient found it difficult to push the insulin pen.

Event description:
It was reported that during injection with bd micro-fine¿+ pen needles insulin was unable to be delivered. The following information was provided by the initial reporter, translated from chinese to english: during the injection of insulin, the patient found it difficult to push the insulin pen.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.